Event description:
It was reported when using the bd preset¿ syringe with attached needle there was label lift off/partial peel off. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "after drawing blood, the paper labels easily fell off when attached."

Manufacturer narrative:
Investigation summary: bd had not received samples, but 2 photos and 1 video were provided for investigation. The video showed a label being applied to the abg syringe barrel. The 2 photos showed the label on the blister packaging. Bd does not make any claims that the syringe and third party labels are compatible. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode labels fall off. Bd does not make any claims that the syringe and third party labels are compatible.